Event description:
Patient admitted for flare up of multiple sclerosis. Bard port - implanted port inserted 2001 and was unable to be flushed. Pt. Was taken to o.r. To have port removed and a new one inserted. Upon removal, the port-a-cath was noted to be only 1.5 inches long. Fluoroscopy revealed the distal portion fractured off and lodged in the right atrium. Attempts x 2 unsuccessful. Transferred to another hospital and removed successfully in 2003.